Event description:
Boston scientific received information that this right ventricular defibrillation lead was part of a system revision due to infection. The device (p106) was explanted and replaced, and this lead remains in service. The patient was treated with antibiotics. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.